Manufacturer narrative:
(B)(6).

Event description:
It was reported that the distal part of the screw was broke off inside a patient. All the parts were removed completely from the patient. No delay was reported and a backup was available. No patient injuries were reported.

Manufacturer narrative:
One 8x25 mm biorci screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 2.5 mm of the distal threads have broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. This investigation could not identify any evidence of product contribution to the reported complaint.